Event description:
The international distributor reported they had performed service on the unit, and after their service was completed, the unit shut down and would not power on. There was no problem reported with the ventilator prior to the service performed by the distributor. The ventilator was not in use on a patient, and therefore there was no patient involvement or harm. Upon evaluation of the ventilator, the distributor reported fuses had blown on the power supply. The distributor was requested to replace the power supply to correct the service-induced issue. The power supply was returned to the manufacturer for factory failure analysis. Visual inspection and testing during failure analysis revealed signs of damage to the snubber pcb on the power supply as a result of arcing. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.